Event description:
The customer stated that her meter would not count down, when she tried to test her blood glucose. She also stated that one day earlier, she had gone into a diabetic coma. Paramedics were called, and they tested her blood glucose at 42 mg/dl when they arrived. She was treated with glucose. The meter is to be returned for evaluation, and a replacement meter will be sent.